Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged the pump emitted total daily dose alarms when the patient was not past the total daily dose, and they did not receive a two hour limit alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery

Manufacturer narrative:
Follow-up #1: date of submission: 10-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 04-apr-2018 with the following findings: a review of the black box showed the total daily doses added up correctly and reflected the programmed basal rate target. The black box recorded a call service 165 exceeds maximum total daily dose limits warning as it reached maximum delivery of 60 units per day. No activity outside of normal use was observed. The ez-prime steps were performed correctly. The pump reflected 24 units after 24 hours on a 1 unit per hour duration test. The pump performed within specifications. The no delivery issue was unable to be duplicated.